Event description:
It was reported via repair work order that the side rail could become unlatched during use due to missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail could become unlatched during use due to missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that the side rail could become unlatched during use due to a missing compression spring. This was reported in error. Upon completion of the manufacturer's investigation it was determined that the extension springs were missing, causing the siderails to be difficult to move. This issue is not likely to result in serious injury or death as the side rail could still remain latched and could be unlatched, if needed.